Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 6) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Customer's blood glucose level ranged between 80-120 mg/dl.